Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, prior to the start of arteriotomy closure, a hematoma had developed at the access site. After uneventful clip deployment, it was noticed that hemostasis was achieved with the starclose se clip, but tissue tract oozing occurred that required five minutes of adjunctive pressure. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.